Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found liquid level detection issues and a tubing was damaged. He replaced the tubing and additional parts which resolved the issue. He performed a successful instrument check. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 IV results for 1 patient sample, questionable vitamin b12 results for 1 patient sample, and questionable ferritin results for 1 patient sample on a cobas e 801 analytical unit. Patient 1: the initial ft4 result was >7.77 ng/dl. The repeated result was 1.26 ng/dl. Patient 2: the initial vitamin b12 result was >2000 pg/ml. The repeated result was 79 pg/ml. Patient 3: the initial ferritin result was 1.83 ng/ml. The repeated result was 28.1 ng/ml. All of the initial results were accompanied by a data flag indicating the result was greater than the test range. The samples were repeated due to the operator experiencing a sample aspiration error during testing. It was noted that one of the results was reported outside of the laboratory, but the result was not specified. The repeated results were obtained on another module and were believed to be correct.